Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that two ozark self-starting screws fractured six months after implantation. Revision surgery has not been performed. This report captures the second of two screws.

Event description:
A company representative reported that two ozark self-starting screws fractured six months after implantation. Revision surgery has not been performed. This report captures the second of two screws.